Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer before use that cardiosave intra-aortic balloon pump (iabp) power cord doesn't pull out anymore.. No patient involvement and no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated: b4, g3, g6, h2,h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. Corrected: h6 (medical device ¿ problem code). A getinge field service engineer (fse) checked the machine and reseated ac power cord reel that jumped the track. Exercised unit to no fail. Completed validation successfully. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.